Event description:
It was reported that during a procedure to replace the pacemaker and upgrade the patient to a cardiac resynchronization therapy pacemaker, the physician observed some wear on the insulation of the right atrial (ra) lead. Lead performance was normal. The physician elected to use a lead repair kit that was not compatible with this particular lead to add an additional layer for prevention of further insulation damage. The lead was tested post-repair and was functioning normally. The ra lead remains in service and no additional adverse patient effects were reported.